Manufacturer narrative:
A cardioquip technician submitted photos of tubing to epidemiology for investigation during an on-site inspection. Due to the discoloration of the tubing, epidemiology recommended that the device receive hpc testing to provide a quantitative assessment of water quality. Following test results outside of cardioquip specifications, cardioquip recommended that either, (1) the customer reperform cleaning and disinfection procedures detailed in the IFU and reperform hpc testing, (2) have the device receive an internal water pathway replacement or, (3) participate in cardioquip's trade in program. These options would return the device to specification and full functionality. These options were relayed to the customer via email on (B)(6) 2024. As of the date of this report the customer has not responded to these options.

Event description:
A cardioquip (cq) technician notified cq service that the internal tubing of this device was potentially contaminated and took pictures of the internal tubing for review. Cq director of operations and epidemiologist reviewed the pictures and recommended that the device receive hpc testing to gain a quantitative analysis of water quality due to the discoloration within the water pathway. No patient involvement was reported. On (B)(6) 2024 cq received hpc test results which confirmed the devices water quality was outside of specification.